Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results in the risk stratification range generated on access 2 immunoassay system for 17 patient samples. The results were not reported outside the laboratory. Upon repeat testing, the results were within the normal reference range. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The samples were li heparin plasma, and were centrifuged for 5 minutes at 3000 rpm. The samples were then aspirated into an insert cup for analysis. Per customer, the results of qc runs were within the customer's established ranges. A system check was performed on (B)(4) 2010 and met specifications. There was no error posted to the event log. A field service engineer (fse) was on site on (B)(4) 2010 through (B)(4) 2010. Fse replaced and realigned some parts, performed preventive maintenance (pm) and system checks. The results met published specifications. Although some hardware issues were addressed, no definitive root cause for the event has been determined to date.